Manufacturer narrative:
Section h6 heatlh effect clinical code e2402: appropriate term/code not available is to document perforated right ventricle. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2019 due to a perforated right ventricle. The device operated as intended.

Manufacturer narrative:
Correction: d2 common device name. This MDR is part of abbott's patient outcome update project. Manufacturer's investigation conclusions: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the patient¿s outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.